Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er420 clips were not holding during the case. The surgeon fired the device and many clips went out the jaws. Another instrument was used to complete the case. There was no consequence to the pt.